Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: there was cutting image at the lower right corner, minor scratches on switch #1, control knob had a play, distal end plastic cover had dents, objective lens had a chip at the edge, the light guide lens had one lens had a deep scratch and one lens had a deep chip at the center and unable to polish, bending section cover required adhesive, the light guide tube had surface scratches and the scope connector was dry but wet detection sticker was activated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had no air flow. The issue occurred during preparation for use in the procedure room. There were no reports of patient harm. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: nozzle was clogged with black debris and the adhesive was removed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation